Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported damaged on belt clip. Customer also had 436 mg/dl blood glucose reading. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o ring, scratched case, cracked keypad overlay at select button, keypad overlay texture damage, missing display window cover, fading serial number label, missing end cap address label and severely scratched lcd window. Unable to performed seating, basic occlusion, occlusion test and prime test due to missing retainer.